Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the purewick urine collection system was not suctioning with the new purewick accessories replacement kit. When the patient took the new kit off and put the old one on it suctioned. The representative performed troubleshooting with new kit and the machine passed. The representative went over wick preparation and placement. It was noted that the patient had been using this product for less than 90 days and purewick accessories replacement kit was replaced on (B)(6) 2022. As per follow up received via phone on (B)(6) 2022, it was stated that the patient currently have an urinary tract infection and the patient was waiting for the doctor to call back for an appointment to get medications. The patient did receive the new kit but the patient had not started using it yet due to the urinary tract infection .

Event description:
It was reported that the purewick urine collection system was not suctioning with the new purewick accessories replacement kit. When the patient took the new kit off and put the old one on it suctioned. The representative performed troubleshooting with new kit and the machine passed. The representative went over wick preparation and placement. It was noted that the patient had been using this product for less than 90 days and purewick accessories replacement kit was replaced on 10jul2022. As per follow up received via phone on 19july2022, it was stated that the patient currently have an urinary tract infection and the patient was waiting for the doctor to call back for an appointment to get medications. The patient did receive the new kit but the patient had not started using it yet due to the urinary tract infection .

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "inadequate material selection - materials of construction are not biocompatible or material surface is rough, abrasive or uncomfortable". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: " discontinue use if an allergic reaction occurs. Replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter. Assess device placement and patient¿s skin at least every 2 hours". The device was not returned.